Event description:
It was reported that the dreamstation 2 device's heated tube was used with an unspecified nasal mask and reportedly did not operate correctly. The patient alleged waking up to a shock that came through the mask that hurt and was swollen above her lip on the left side of her face. There were no reports of medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.